Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device losing strength was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of sticky trigger was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device trigger was sticky, the mode switch resistance was low, the labeling etching was damaged and the device had component damage. It was further determined that the device failed pretests for marking and labeling, check for sticky trigger and mode switch-test. It was noted in the service order that the device lost strength. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.